Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed chiller pump. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had a water cooling malfunction. Per review of wo on 24feb2023, no patient involvement. The symptoms were detected during the equipment inspection. Per follow up information received via email on 27feb2023, replaced chiller pump assembly. The device it was completed service at customer site.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a water cooling malfunction. Per review of wo on (B)(6)2023 , no patient involvement. The symptoms were detected during the equipment inspection. Per follow up information received via email on (B)(6)2023 , replaced chiller pump assembly. The device it was completed service at customer site.